Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "something about the previous settings" made them feel unusual. The ipg exhibited false mode switches and the ra lead exhibited oversensing. The ipg was reprogrammed and remains in use. The ra lead remains in use. No further patient complications have been reported as a result of this event.